Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14a16081 and h14b01016 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis event was not reported. Treatment and outcome were not reported. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.